Event description:
The patient experienced pain in the neck and thorax area due to vns implant surgery. The patient remained in hospital after implant due to this event and was administered oral analgesics. The event was noted to have resolved. No other relevant information has been received to date.

Manufacturer narrative:
Section h4. Device manufacture date: corrected data; initial MDR inadvertently reported na instead of ni.